Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation primary with 300cc mentor memorygel breast implants experienced spontaneous left-sided rupture postoperatively. The rupture was diagnosed during the surgery. As a result, patient underwent removal without replacement on (B)(6) 2021.

Manufacturer narrative:
Device and devics photo evaluation completed on july 07, 2021: upon visual evaluation of the image provided in the complaint, the implant was observed within a plastic bag and ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Visual analysis of the returned sample revealed that the smooth hpg, 300cc breast implant was found to be ruptured and received in two parts. As the authorization form for examination was not received, the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H6 health effect - clinical code e2402: not apparent - no permission to test. Manufacturer¿s reference number: (B)(4).